Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown baclofen (500mcg/ml, 157.62mcg/day) in an implantable pump for intractable spasticity and multiple sclerosis. The elective replacement indicator (eri) alarm was heard and confirmed by telemetry. The patient was last seen on (B)(6) 2016 and the interrogation showed 21 months until estimated eri. The patient was seen on (B)(6) 2016 and interrogation indicated eri occurred on (B)(6) 2016. There were no significant changes done to the concentration or dose. Premature eri was discussed with concern of premature end of service (eos). There were no reported symptoms. The issue was considered unresolved. The hcp was in the process of getting the surgery scheduled for replacement (no date set). The cause of the issue remains undetermined.

Event description:
Additional information was received from the manufacturer's representative on (B)(6) 2016. It was reported that the pump was replaced on (B)(6) 2016.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
On 2016-nov-02 rp (rep): additional information was received from a manufacturing representative. The device was used with/in the patient. The intended use of the device was treatment. There was no patient death. The battery was depleted.

Manufacturer narrative:
Analysis of the pump revealed high battery resistance. Result code and conclusion code no longer apply. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Event description:
On (B)(6) 2016 rp (rep): additional information was received from a manufacturing representative. The device was used with/in the patient. The intended use of the device was treatment. There was no patient death. The battery was depleted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.